Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the customer had high blood glucose levels of 432 mg/dl. The customer was hospitalized. Manual insulin injections were administered on the customer. The customer was found to have ketones and was suffering from nausea. Troubleshooting was done. The alarm history of the insulin pump showed a button error alarm. The customer was advised to change the entire set including the reservoir and insulin. The customer was advised to treat the high blood glucose levels per the health care professional's instruction. No additional information is provided.